Event description:
Info was received that this product was part of a system revision due to infection and low r-waves. There were no additional adverse effects reported. The right ventricular lead was explanted.

Manufacturer narrative:
Na